Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a black, round object, resembling a washer, which came out and then fell into the patient. The event occurred during a diagnostic colonoscopy procedure. There were no reports of patient harm.